Event description:
It was reported that a spectrum pump displayed a false upstream occlusion alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false upstream occlusion alarm. The device was operating within specification, past repairs have shown the upstream sensor to be the failing component. The upstream sensor was replaced.